Manufacturer narrative:
Patient information is not available for reporting. Device broke intra-operatively. It was not implanted or explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a surgical procedure on (B)(6), 2015 for a jaw deformity. During the insertion, the screw broke at its head. No fragments were retained in the patient. No surgical delay or patient harm was reported. This report is 1 of 1 for (B)(4).